Event description:
Alcl case report. Diagnosis: alk negative, anaplastic large cell lymphoma, cd30+, s/p left axillary ln biopsy, 5.21.10. The pt is a (B)(6) female with stage IV alk negative anaplastic large-cell lymphoma. This was diagnosed on (B)(6) 2010. She is currently undergoing chemotherapy and is followed here in oncology. She had bilateral breast augmentation with silicone implants over 30 years ago. She had a rupture on the right side and had the implants removed and replaced in 2005 by a local plastic surgeon. She states they are subpectoral through an inframammary fold incision. She believes the right implant was 325 cc and the left was 350 cc. During one of her recent CT scans performed for lymphoma staging, there appeared to be evidence of rupture of her right breast implant. I removed both implants on (B)(6) 2012. They were not replaced due to the possible link between breast implants and alcl.